Event description:
Customer reported she had a hard time removing the sensor needle and the sensor did not fully insert so she had push it half of the way. Customer reported she was experiencing low blood glucose of 38 mg/dl, treated with coke. Customer removed the sensor and the cannula was not intact. Customer was unsure if it was in the body. No further information reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula bent (retracted) inside sensor base, unable to confirmed customer received sensor in said condition due to customer returned opened/used. There was no broken or missing part were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.